Event description:
Additional information was received that indicates this lead was returned for analysis.

Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available, or if the lead is returned, this report will be updated.

Event description:
Boston scientific received information that this transvenous left ventricular (lv) lead had dislodged during a routine device changeout procedure. The lead was explanted and a new lv lead was successfully placed without incident. No adverse patient effects were reported.

Manufacturer narrative:
Laboratory analysis could not confirm the clinical observations. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the presence of set screw marks on the lead terminal pin and ring, dried blood/body fluid was noted in the lumen and a pucker in the lead insulation. Resistance testing and a pressure test of the inner insulation was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The lead did not pass the guidewire test due to the presence of blood/body fluid.